Event description:
The device was connected to the pt and the pt diagnosed with an unspecified, but shockable cardiac arrhythmia. Reportedly, the device prompted connect electrodes and would not charge. The pt was not resuscitated.